Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during the drain phase of the treatment, the blue pin came out and fluid leaked from the connector. The treatment was discontinued. The patient was advised to reset up with new supplies. Follow up with the patient's nurse indicated she spoke with the patient recently and he did not any adverse events.